Event description:
On 09/05/2007,the sales representative reported that in 2007 during an inspection of the instrument after ultrasonic cleaning, the ball bearings fell out of the instrument. There was no patient contact related to the event.

Manufacturer narrative:
Investigation/evaluation is pending.